Event description:
Related manufacturer reference number 3006705815-2022-00530. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Additional information indicated that a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.